Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. A data log was downloaded and reviewed. A review of the data log observed gaps between the receiver and transmitter. Functional testing was performed and no failures were detected. A pairing test was unable to be performed because the receiver would not stay powered on. The receiver case was opened for further evaluation. An internal inspection was performed and it was observed that there is no epoxy encasing the edges of the u1 of ui-u1 board. The reported event of was confirmed during log review and internal inspection. The root cause was determined to be an assembly error.